Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. A supplemental MDR is being submitted to reference a corrected related reports. Sections: g3, g6, h2, h11 have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07558. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. 3mensio imagery was provided and the following was observed: calcification present in the landing zone. The reported event was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the valve was post dilated x4 with +10ml with the 29mm commander delivery system. After the 4th post dilate, the balloon was difficult to deflate and the team requested a new delivery system to continue to post dilate the valve. Additionally, post device removal, it was confirmed that there was no damage to the delivery system and it able to be inflated and deflated without any issues. In this case, the physician had performed multiple inflations and deflations with an additional 10+ ml of volume, in an attempt to resolve the pvl issue. It is possible that during this manipulation, the device (e.g., balloon, balloon shaft, inflation tubing) was temporary bent or twisted, impeding the fluid pathway and causing deflation difficulties. However, without the imagery or complaint device, a definitive root cause was unable to be determined. The root cause remains unknown at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the mitral position, after deployment of the 29mm sapien 3 ultra resilia valve, moderate pvl was noted. The valve was post dilated x4 with +10ml with the 29mm commander delivery system. After the 4th post dilate, the balloon was difficult to deflate and the team requested a new delivery system to continue to post dilate the valve. A second 29mm commander delivery system was prepped per IFU and was used to post dilate the valve again. At this time the pvl was still moderate and 2 plugs were placed. Pvl was mild at the end of the case. The first 29mm commander delivery system balloon inflated and deflated without issues on the back table.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Section e1 phone number has been updated.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h11 have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07557.